Manufacturer narrative:
Method: since the customer has not sent the defected clinimacs tubing set ls back, a root cause could not be determined. Once the tubing set ls is returned to miltenyi biotec gmbh, a visual inspection will be performed in order to analyze the root cause. A follow-up report will be written and sent to the FDA. Conclusion: this complaint is classified as unidentified.

Event description:
The customer reported that two of their clinimacs tubing sets ls had kinks when taking the tubing sets out of the transport box. The customer felt there was no way liquid would pass through. Eight other clinimacs tubing sets ks were available but not opened. The customer will keep these and try to use them. No patient treatment was delayed or affected. A replacement was sent to the customer. The tubing sets with kinks will be sent to (B)(4) in (B)(4) for further investigation. Based on the information provided, harm to the patient can be excluded. The event happened at: (B)(6)